Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon evaluation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire in the trunk cable. The trunk cable shoed signs of physical abuse. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving frequent check therapy electrode messages. The pt was issued a replacement electrode belt.